Event description:
This spontaneous case was reported by a consumer and describes the occurrence of haemorrhage in pregnancy ("bleeding during pregnancy"), abortion spontaneous ("I got pregnant this year and I had a miscarriage") and pregnancy with contraceptive device ("pregnancy with iud") in a (B)(6) female patient who had essure (batch no. 922605) inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective/ it was not closed off the first time". Medical conditions: dye test- tube was not closed off the first time. (B)(6) 2018: home pregnancy test-that test showed positive. (B)(6) 2018: transvaginal ultrasound. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 6 years 5 months after insertion of essure. On (B)(6) 2018, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced haemorrhage in pregnancy (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the haemorrhage in pregnancy, abortion spontaneous and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida (B)(6), para (B)(6). Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for abortion spontaneous and pregnancy with contraceptive device with essure. The reporter considered haemorrhage in pregnancy to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2018: positive for pregnancy; on (B)(6) 2018: again, no heartbeat was found. Hysterosalpingogram - on (B)(6) 2012: one side had not closed all the way; on (B)(6) 2012: both sides had closed. Ultrasound scan vagina - on (B)(6) 2018: the fetus was in the uterus, but no heartbeat could be found; on (B)(6) 2018: again, no heartbeat was found. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of haemorrhage in pregnancy ("bleeding during pregnancy"), abortion spontaneous ("I got pregnant this year and I had a miscarriage") and pregnancy with contraceptive device ("pregnancy with iud") in a 34-year-old female patient who had essure (batch no. 922605) inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective/ it was not closed off the first time". Medical conditions: dye test- tube was not closed off the first time. (B)(6) 2018-home pregnancy test-that test showed positive (B)(6) 201- transvaginal ultrasound. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 201, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 6 years 5 months after insertion of essure. On (B)(6) 2018, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced haemorrhage in pregnancy (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the haemorrhage in pregnancy, abortion spontaneous and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for abortion spontaneous and pregnancy with contraceptive device with essure. The reporter considered haemorrhage in pregnancy to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2018: positive for pregnancy; on (B)(6) 2018: again, no heartbeat was found. Hysterosalpingogram - on (B)(6) 2012: one side had not closed all the way,; on (B)(6) 2012: both sides had closed. Ultrasound scan vagina - on (B)(6) 2018: the fetus was in the uterus, but no heartbeat could be found; on (B)(6) 2018: again, no heartbeat was found. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-mar-2019: quality safety evaluation of ptc. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.